Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel dissection occurred. Prior to the procedure, EKG showed new deeply inverted lateral t waves changes, which were much more pronounced than on previous tracings. Angiography revealed a previously implanted unspecified stent in the circumflex (cx) that was occluded and a previously implanted unspecified stent in the mid left anterior descending (lad) artery which was patent. Disease was present in the mid lad as well as the distal lad. Finally there was a critical lesion in the first diagonal (dx). The patient was administered plavix 600mg and started on bivalirudin. An lbu 4.0mm guide catheter was advanced to the left main (lm) and then, a luge guide wire was advanced into the distal lad. Next, an unspecified 2.5 mm balloon was advanced over the wire and used to pre-dilate the angulated disease prior to the previous stent. After pre-dilatation of the lesion, the same balloon was advanced distally and inflated at low pressure. After pre-dilatation of both lesions, a taxus atom 2.25x16mm stent was advanced through the previous stent into the distal lad and deployed at 12 atms. Next, the taxus liberte long 2.75x38mm stent was advanced to the mid lad and deployed at high atmospheres and in a way as to minimally overlap the previously placed stent. Results were excellent with the exception of an edge dissection proximally due to a significant amount of atherosclerosis throughout the vessel. No information is provided as to if the dissection was treated. Then, a new luge guidewire was advanced to the dx through the circuitous disease. An unspecified 2.0mm balloon was advanced to the dx and the area was dilated. After pre-dilatation, another taxus atom (size not specified) was advanced to the dx and deployed at 12 atms and excellent angiographic results were observed. Finally, a non-bsc guide wire was advanced through the occluded stent in the cx, followed by an apex push 1.5mm balloon to the distal cx. Another taxus liberte long 2.5mm stent was deployed in the distal cx and improved blood flow to the very large distal marginal system. No further patient complications were reported and the patient's status is reported as "ok".